Manufacturer narrative:
The cobas 6000 e601 module serial number is (B)(6). The serial number of the alternate e 601 module was not provided. The investigation included a review of the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. The investigation determined that the specificity of the elecsys hiv combi pt is less than 100%; therefore, single false-reactive results may occur. The investigation noted that the elecsys hiv combi pt detects hiv antigen and hiv-1/hiv-2 specific antibodies, while the bioline hiv 1/2 3.0 hiv 1/2 antibody test, which the customer uses as a confirmatory test, detects antibodies against hiv-1/hiv-2 only. Product labeling states: "repeatedly reactive samples must be confirmed according to recommended confirmatory algorithms. Confirmatory tests include western blot and hiv rna tests." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The assay is performing according to specifications. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hiv combi pt results from five patient samples tested on two cobas 6000 e601 modules. The laboratory initially tests the patient samples with elecsys hiv combi pt, then uses the bioline hiv 1/2 3.0 hiv 1/2 antibody test (immunochromatographic laboratory method) as a confirmatory test for initially reactive results. Patient sample 1 on (B)(6) 2026: the result from the module was 1.02 coi and 1.04 coi (reactive). The result from a bioline hiv 1/2 3.0 hiv 1/2 antibody test was "not detected". Patient sample 2 on (B)(6) 2026: the result from the module was 1.42 and 1.47 coi (reactive). The result from a bioline hiv 1/2 3.0 hiv 1/2 antibody test was "not detected". Patient sample 3 on (B)(6) 2026: the result from the module was 1.00 coi (indeterminate). The result from an alternate cobas e 601 system was 1.02 coi (reactive). The result from a bioline hiv 1/2 3.0 hiv 1/2 antibody test was "not detected". Patient sample 4 on (B)(6) 2026: the result from the module was 1.67 and 1.69 coi (reactive). The result from a bioline hiv 1/2 3.0 hiv 1/2 antibody test was "not detected". Patient sample 5 on (B)(6) 2026: the result from the module was 1.82 and 1.82 coi (reactive). The result from a bioline¿ hiv 1/2 3.0 hiv 1/2 antibody test was "not detected".